Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-04253 and 04254. The pt received her scs system on (B)(6) 2011. It was reported the pt cannot feel any stimulation. The sjm representative tried programming, which did not resolve the issue. An x-ray revealed both lead wires were disconnected from the ipg. Follow up revealed a revision of the system had been scheduled.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.